Manufacturer narrative:
Visual observation- the left front swing away frame tubing is broken just above the weld of coved tubing, there is no evidence of corrosion inside the tubing at the break. The frame is dirty and has marks where parts where mounted to frame. Functional observation- the functionality of the left front swing away frame could not be confirmed because only the part was returned and it was broken. Conclusion- utilizing existing complaint information, actual observations and functional testing of the returned product in its " as received" condition, the complaint was confirmed for the left front swing away frame breaking at the weld. Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the front left frame is broken at a weld.